Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. Death is listed in the supera peripheral stent system instructions for use as a potential adverse effect of peripheral percutaneous intervention. There is no indication of a product quality issue with respect to manufacture, design or labeling. Date of death is estimated. Date of event is estimated.

Event description:
This is filed to report death. It was reported that on (B)(6) 2020, a procedure was performed to treat a heavily calcified, mildly tortuous and 80% stenosed de novo lesion in the superficial femoral artery. A supera 5.5x200 self-expanding stent was implanted. Roughly eight months later, the patient passed away due to unknown reasons. The physician was unable to determine if the implanted stent cause or contribute to the death. No additional information was provided.